Manufacturer narrative:
Based on clinical symptoms and troubleshooting performed on (B)(6) 2019 it was determined that the results are consistent with a device malfunction. This report is filed on june 14, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was implanted with a new device during the same surgery.